Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure in duodenum, a jagtome rx sphincterotome was used for sphincterotomy of the papilla. The introduction of the catheter was normal (i.e. During angling the catheter, the wire was at the upper side). Then the physician pulled the cutting wire and noticed that the wire was at the under side of the angle. The physician removed the catheter and he used a new one and had the same problem. Then they used a sphincterotome from another manufacturer and this device worked okay. The patient's condition is reported as okay. This is one of the two devices that failed in this event. MDR reference number: 3005099803-2008-04511.

Manufacturer narrative:
The suspect device will not be returned as it was disposed. A device evaluation will not be performed; the cause of the reported event is undetermined.